Event description:
Information received indicates the brake is not holding.

Manufacturer narrative:
The technician found the brake block assembly was broken and the casters were rusted. He replaced the brake block assembly and the four casters to repair the bed.